Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped and that the touchscreen was unresponsive. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer will continued to use the pump for insulin therapy.